Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102, charge profile and discharge profile faults) was confirmed. As received, the monitor displayed service code 102 and failed incoming testing as the delivered energy during pulse testing was 140j, rather than 150j. This is still within iec specification. Upon evaluation, liquid contamination was found inside the unit on the j1, j1000, and j1002 connectors. The cause of the code 102, charge profile and discharge profile faults, and incoming test failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 102, combined with charge profile and discharge profile fault flags.